Event description:
It was reported that the device displayed a error for door not closed and subsequent examination found that the bezel assembly was not connected to the circuit board when ground pin was verified. There was no patient involvement.

Manufacturer narrative:
A device history record review is performed on each device reported in a MDR reportable event along with other methods of investigation as coded in this MDR report. Per 803.52(f)(11)(iii) the information provided was obtained from servicing activities performed on the device. There were no additional details obtainable or provided at the time of service.

Manufacturer narrative:
Correction: annex b: b21. Annex c: c21. Annex d: d16. Additional information: device available for eval?, returned to manufacturer on, device return to manuf .?, device eval by manufacturer? Annex a: a0401 annex g: g0201503. Annex b: b01. Annex c: c0201. Annex d: d02 .

Event description:
It was reported that the device displayed a error for "door not closed" and subsequent examination found that the bezel assembly was not connected to the circuit board when ground pin was verified. There was no patient involvement.